Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was no scratch found at the broken point. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with a strong force and the stress was put on the probe and as a result the probe cracked. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during checking the device outside the patient body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Since the subject device did not work at second use, the physician checked the tip of the device and the probe tip broke. The fragment of the probe did not fall off inside the patient. There was no patient harm reported.